Event description:
Boston scientific crm received info that the atrial lead was being prepped for implant, when the ventricular lead 4137 pulled loose. The patent began complaining of chest pain. An echocardiogram was performed, which revealed pericardial effusion due to perforation by lead 4137. The case was cancelled and patient was sent for pericardiocentesis.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.